Event description:
A clinical director reported that following an intraocular lens (iol) implant procedure, a pt experienced blurry vision and a refractive error. The iol was exchanged approx five months later for another lens. No further info is expected. There are two medical device reports associated with this customer. The first report was previously filed under MFR report #1119421-2014-00981. This is the second report for the fellow eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was received on (B)(6) 2014. (B)(4).